Event description:
Procedure type: lap appendectomy. According to the reporter, during the procedure the bag of endocatch broke while inside pt. All pieces were recovered.

Manufacturer narrative:
(B)(4).